Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unspecified drug via an implantable pump for intractable spasticity and cerebral palsy. It was reported the patient's pump was replaced in 2007 because it failed.